Event description:
It was reported that a dissection occurred. The target lesion, located in the left anterior descending artery (lad), was predilated using a 2.50 mm non-compliant balloon. A 3.00 x 20 mm synergy was deployed and a proximal edge dissection was suspected. The patient experienced chest pain and a thrombolysis in myocardial infarction flow of 2 was noted. The dissection was sealed with another stent. The procedure was completed and the patient was stable and fully recovered.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital (B)(6).